Manufacturer narrative:
Customer service sent the customer 30mm and 36mm breast shields to try and return of her original breast shields were requested for testing/analysis. In follow up with a complaint handler on (B)(6) 2020, the customer indicated she was using the 36mm breast shields. She further indicated that her doctor prescribed an antibiotic for the lump in her breast. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2020, a dad alleged to medela llc that a lactation consultant told his daughter who was using the 21mm and 24mm flex breast shields with her sonata breast pump that they were too small. He additionally alleged that they caused a lump in her breast, for which his daughter was going to visit the doctor.